Event description:
A falsely depressed sodium (na) result was obtained on one patient sample on a dimension vista 500 instrument. The discordant result was reported to the physician(s), who questioned the result. The sample was reprocessed on an alternate instrument and higher result was obtained. The patient was redrawn, and the new sample was tested on the alternate dimension vista instrument. The redrawn sample was tested on the original instrument for troubleshooting purposes as well. The result from the redrawn sample processed on the alternate instrument was considered correct and reported to the physician(s). There are no known reports of patient intervention or adverse health consequences due to the falsely depressed na result.

Manufacturer narrative:
A united states customer contacted a siemens customer care center and reported that a falsely depressed sodium (na) result was obtained on one patient sample on a dimension vista 500 instrument. The quality control (qc) was in range on the day of event. Siemens remotely requested customer to perform maintenance on the probe and drain. As per siemens instructions, they cleaned aliquot probe tip, housing, drain, sample probe-1, reagent arm 1 and reagent arm 2 probes. Then, the customer homed all modules and primed all probes. Subsequently, the customer ran alignment on server 1 probes and the integrated multisensor technology (imt) probe. Initially, the imt module was failed for vacuum; but upon rerun, alignment passed. Next, the reagent arm 2 failed the alignment. The customer cleaned the linear bearings and reran alignment which passed. Then, the customer ran quick check with sodium hydroxide (naoh) cleaning. The customer confirmed that all the alignments were successful and quick check was passed. A siemens customer service engineer (cse) was dispatched to the customer's site. During the visit, the cse corrected bottom of cuvette correction (bocc) for reagent 2 (r2). The event was resolved by cleaning and aligning server 1 probes and imt probe and module. Siemens further investigated the issue and reviewed instrument files. Siemens determined that the initial sample was flagged for hemolysis, indicating that it was of poor pre-analytical sample quality. Siemens determined that there were no process errors at the time of the event and there was proper reagent delivery to the cuvette. Siemens concluded that contamination of the sample aliquot space or poor pre-analytical sample quality and the presence of gel, fibrin, micro-clots, and/or cellular debris including red cells, white cells, and platelets impacting the proper sample aspiration and delivery to the cuvette for the initial run of sample potentially contributed to the discordant result. The instrument is performing according to specifications. No further evaluation of the device is required.